Event description:
The connection between the 3-way stopcock and the high pressure tubing became loose which resulted in contrast media being sprayed. There was no pt or clinician harm or injury as a result of this event.